Event description:
On 7/10/90 an aus device was implanted. On 8/16/90 the pump was revised. On 1/15/91 the cuff and pump were revised. On 10/25/96 the device was removed from the pt and replaced due to fluid loss.